Event description:
Customer restored failed automatic quality control (aqc) parameters and run patient samples on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Customer should not have restored failed aqc parameters and run patient samples. Siemens representative guided customer to change some of the operators to level 3 and changed the system security access to restricted mode so that operators can only run sample, replace carts and access the recall menu but can not restore qc. The event has occurred due to an operator error. Instrument is performing as intended.